Event description:
It was reported that during a laparoscopic colon resection procedure, the port ripped. The procedure was completed with the same product. There was no adverse consequence to the patient.